Event description:
The event is reported as: a paralyzed home care customer states, the emptying nozzle allegedly caused an infection in his leg and testicles where it came in contact with his skin. He was put on antibiotics.

Manufacturer narrative:
The defective product has been requested, but not received in time for this report. If product and lot number are received, a follow-up investigation report will be sent when completed.